Event description:
Olympus was informed that during a total laparoscopic hysterectomy (tlh) procedure, the device hand piece teflon stripped off and a piece of plastic from the jaw fell into the patient. The plastic piece was successfully retrieved with no injury and the procedure was completed using another device. No medical intervention was required.

Manufacturer narrative:
The handpiece has not been yet returned to olympus for evaluation. The exact cause of the user's experience could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented.